Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed as the returned articular surface was damaged. Visual inspection shows that the dovetail on articulating component is flared on both sides, which is due to improper alignment of instrument. There are also signs of gouging as well. Device history record was reviewed and no discrepancies were found. The root cause for the articular surface not seating onto the tibial tray is the surgeon did not have the two devices properly aligned while attempting to insert. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The summary of investigation letter has been discarded and no letter will be sent to the surgeon. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (UDI #): (B)(4). Report source: (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty procedure that the surgeon tried to insert the surface into the base plate several times, but could not get it to engage. Subsequently another articular surface was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time